Manufacturer narrative:
The excor blood pump, s/n (B)(6) was in use on the patient from (B)(6) 2023 until (B)(6) 2023. We have reviewed the production records of the excor blood pump, s/n (B)(6).this pump was produced according to our specification. As of (B)(6) 2023 the patient continues to have elevated ldh and pfhgb levels and was removed from the excor blood pump and placed on continuous flow.

Event description:
Site contacted berlin heart ca on (B)(6) 2023 to report that pump will be exchanged due to concerns for hemolysis. The following lab values were reported: (B)(6) 2023:ldh 1359, plasma free hemoglobin -106. (B)(6) 2023:ldh 4029, plasma free hemoglobin- 651. Upper limit of normal values for this patient: ldh - 140 -320; plasma free hemoglobin: <50. Pump maintained completed fill and ejection. The site reported there were neither acoustic nor visual abnormalities associated with the blood pump. In addition, no deposits reported.

Manufacturer narrative:
The excor blood pump, s/n (B)(6), was in use on the patient until the pump exchange (28 days). We have reviewed the production records of the excor blood pump s/n (B)(6). This pump was produced according to our specifications. During initial visual inspection of the returned blood pump, no abnormalities were found. The pump was tested for functional performance. The pump performance met our specifications. The pump was completely filling and emptying and the membrane movement showed no abnormalities. No squeaking or whistling noises were detected during the examination. No vibration of the leaflets was detected. Neither a defect nor a malfunction could be detected. All tests showed no abnormalities. The blood pump met its specifications. No correlation between the increased hemolysis values of the patient and the pump could be determined.